Event description:
Reporter stated that pt was hospitalized for high blood glucose, more than a year ago. Reporter indicated that they found pt unconscious, and phoned for an ambulance. When the pt arrived at the hospital their blood glucose measured >900 mg/dl. They were treated with IV fluids and "something to help their blood sugar." Pt remained in the hospital for 2 weeks.